Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass. (B)(4).

Event description:
Information received by medtronic indicated that display was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.